Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two balloons, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned samples. The initial visual inspection of the devices noted that the balloons distal flanges are loose. Functionally, the balloon was inflated; a leak was observed from the distal flange. The flapper valve and locking collard functioned properly. Engineering verified the proper amount of adhesive was appreciated between the inner sleeve and the inner flange around the bonding perimeter. Visual and functional testing of the returned samples confirmed the product did not meet quality release specifications that were tested due to the loose balloon flange. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause is consistent with rough handling of the inflated balloon inside the cavity during the procedure. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a diagnostic laparoscopic procedure. The balloon deflated during the procedure. There were sounds of hissing another device was opened and used to solve the issue. No patient injury occurred and the patient is recovering as normal.